Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded and will not return for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since bleeding was observed at the catheter incision site, requiring intervention. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 2+. The patient presented with leaflet tethering. One mitraclip was implanted without issue, reducing the mr to grade 1+. On (B)(6) 2018, a discharge echocardiogram noted mr grade 2+ due to hemodynamic conditions and the mitraclip remained stable and well seated. Per physician, this increase was not related to the implanted mitraclip. The patient was discharged home that day. On (B)(6) 2018, the patient returned to the emergency room with bleeding from the catheter incision site, after a second attempt to stop the bleeding. Manual pressure was performed and xarelto medication was held overnight. The bleeding was controlled with no palpable swelling nor hematoma, nor bruits to suggest a pseudoaneurysm or dissection occurred. The patient was discharged after 4 hours without another bleeding event. Per physician, there was no device malfunction. No additional information was provide regarding this issue.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the device. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the hemorrhage cannot be determined as no additional information was provided regarding this issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.